Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse checked the system and found arm 1 was pushed in every direction to its max limits. Fse placed the arm in a normal position and did a hard power cycle. The errors did not return. No parts were replaced. Fse tested the system and the system is ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting a recoverable error on arm 1 that did not recover. They had to disabled arm 1 to complete the procedure using three arms. They stated they were still unable to clear the error afterwards. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and saw errors 23000 and 23002 on universal surgical manipulator (usm) 1. The tse recommended moving the arm to a new position and performing a hard reboot on the system. Caller moved the arm to the new position and performed a hard reboot on the system, but when the system powered back on, the error immediately returned. The procedure was completed with no reported injury.